Manufacturer narrative:
(B)(4) no parts or recorder strips will be returned were returned to teleflex (B)(4) for evaluation. Per the call report, the rn called the hotline to discuss the fos waveform that was not present and the fos icon having a red x indicating that the communication was lost between the cpu and fos. The css recommended switching the pump out for another pump. The pump was sent to biomed to be checked. Additional follow-up information from the field service engineer stated that the biomed checked the pump and could not duplicate the problem. The pump was returned to service. A device history record (DHR) review was conducted for the lot/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "fos not recognized" is confirmed based on the information provided to the css. The pump was sent to the biomed department and checked by the hospital biomed. There was no problem found with the pump. The cause of reported complaint could not be determined.

Event description:
It was reported that the rn from the cvicu (cardiovascular intensive care unit) was calling to discuss the fiberoptix (fos) ap (arterial pressure) waveform. There was no fos waveform present. The fos icon had a red x. The rn was unsure when this occurred, but was told it was working earlier. Autopilot had switched to transducer with no interruption in pumping. There was no comm status displayed. The rn stated that the patient was stable, the waveforms looked good and the pump was achieving the goals of therapy. There were no other issues or alarms. The clinical support specialist (css) explained the no comm message to the rn. The css recommended that they connect the fos to another pump, without interruption in therapy, to see if the fos worked; if so, they could switch out the pump. The css and rn discussed the process. At 1240 est a call to the rn clarified that the pump was exchanged. The fos was working well on second pump. The css discussed the map (mean arterial pressure) cal and they were aware of the procedure. The rn sent the other pump to biomed to be checked. The pump was pumping well. At 1329 est a call was received from another rn. She stated that the pump showed the volume was 40cc, but this was a 30cc catheter. She was following up to see why switching the pump would cause that. The rn stated that she had adjusted the volume down to 30cc immediately. The css asked the rn what color the adapter was and the rn said it was blue. The css explained that this was a 40cc adapter. The rn was unsure how the wrong connector was used. It appeared that it was when they received the patient and the volume had already been adjusted. The css and rn discussed making sure everyone was aware of this to prevent anyone from increasing the volume. It was noted that the intra-aortic balloon (iab) used was the iab-05830-lws, s/n (B)(4).

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the rn from the cvicu (cardiovascular intensive care unit) was calling to discuss the fiberoptix (fos) ap (arterial pressure) waveform. There was no fos waveform present. The fos icon had a red x. The rn was unsure when this occurred, but was told it was working earlier. Autopilot had switched to transducer with no interruption in pumping. There was no comm status displayed. The rn stated that the patient was stable, the waveforms looked good and the pump was achieving the goals of therapy. There were no other issues or alarms. The clinical support specialist (css) explained the no comm message to the rn. The css recommended that they connect the fos to another pump, without interruption in therapy, to see if the fos worked; if so, they could switch out the pump. The css and rn discussed the process. At 1240 est a call to the rn clarified that the pump was exchanged. The fos was working well on second pump. The css discussed the map (mean arterial pressure) cal and they were aware of the procedure. The rn sent the other pump to biomed to be checked. The pump was pumping well. At 1329 est a call was received from another rn. She stated that the pump showed the volume was 40cc, but this was a 30cc catheter. She was following up to see why switching the pump would cause that. The rn stated that she had adjusted the volume down to 30cc immediately. The css asked the rn what color the adapter was and the rn said it was blue. The css explained that this was a 40cc adapter. The rn was unsure how the wrong connector was used. It appeared that it was when they received the patient and the volume had already been adjusted. The css and rn discussed making sure everyone was aware of this to prevent anyone from increasing the volume. It was noted that the intra-aortic balloon (iab) used was the iab-05830-lws, s/n (B)(4).